Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. Evaluation by kimberly-clark of the returned sample confirmed a leak in the pilot balloon. A small cut/tear in the pilot balloon was identified. We are unable to determine an exact root cause for this event as the balloon failed after being in use for some period of time. It is possible the pilot balloon was damaged during use. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "the pilot balloon was leaking. Respiratory therapist said the pilot balloon had positive pressure on the manometers, it then leaked and the pilot balloon deflated the microcuff. They extubated the patient when the cuff did not hold air. Patient is fine. No patient injury or medical intervention. " kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).